Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump histories indicated that the pump's bolus history matched the total daily dose history. There was no defect found on investigation. The complaint regarding the bolus history could not be confirmed or duplicated on investigation.

Event description:
It was alleged that the pump recorded bolus history inaccurately. The patient stated that the time and date are correct; the patient denied knowledge of the pump self re-booting or the time/date re-setting to the default time/date. It was reported that the bolus history does not match the amount of bolus in the total daily dose history and does not always match what the patient remembers to be the bolus amounts. The patient admitted that she had memory problems. She stated that the basal rate was correct and the basal history indicated that the pump delivered basal insulin accurately. The patient reported that blood glucose (bg) readings fluctuated between 56mg/dl and 445mg/dl with some shakiness when bg was relatively low. She noted that she self-treated each excursion successfully to bg target of 120mg/dl and she did not require medical intervention. There was no allegation that this issue caused or contributed to the reported bg excursions. This complaint is being reported because of the allegation that the pump inaccurately recorded some bolus information in the history.